Event description:
The ventilator showed multiple technical failure codes related to electrical supply issues. The ventilator alarmed visually and acoustically. The incident did not occur during ventilation. The control board was replaced and after that, the ventilator passed all calibrations and tests and did no longer show any technical failure codes. Investigation is ongoing.

Manufacturer narrative:
Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator went into ambient mode and alarmed with tfs during non clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective control board. After replacing the control board the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The ventilator showed multiple technical failure codes related to electrical supply issues. The ventilator alarmed visually and acoustically. The incident did not occur during ventilation. The control board was replaced and after that, the ventilator passed all calibrations and tests and did no longer show any technical failure codes. Investigation is ongoing.